Event description:
It was reported that the impedances (segment: 2c and 1c) was in too high (red). Surgical intervention occurred, but sensight directional lead was not implanted because when they measured impedances with lead test cable, impedances were high. Neurosurgeon checked the lead test cable several times, they changed the lead test cable, and the impedances kept coming out high. For this reason, they discarded the electrode and implanted another one with which all the impedances came out within range. Product was sterile and no environmental/external/patient factors were observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the lead (s/n: (B)(6)) found the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.